Manufacturer narrative:
Concomitant medical products: 1488tc lead, implanted : (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart rate in the thirties which was below the cardiac resynchronization therapy defibrillator (crt-d) lower programmed rate. It was also reported that the right ventricular (rv) lead exhibited high on-going threshold since implant. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.